Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was returned for normal battery. Upon analysis, premature battery depletion was confirmed.